Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Event description:
Patient died due to respiratory failure.it is reported that approximately 27 months post index procedure the patient had a target ve ssel revascularization of the lad using a non medtronic stent. On that day there was also a non target revascularization of the rca using a non medtronic stent. The investigator has assessed that the event was not related to the device. The patient recovered with treatment.

Event description:
During the index procedure two endeavor sprint drug-eluting stents were implanted in the lad. Approximately 33 months post the index procedure, the patient expired. The cause of death was assessed as due to heart failure. The investigator assessed that the event was not related to the study stent.